Event description:
Patient was dreaming that she that she was going to go to the bathroom and threw her legs over the mattress to get up. Patient did fall out the bed but did not get hurt. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).